Manufacturer narrative:
Event site postal code: (B)(6).

Event description:
It was reported that during routine check, the cs100 intra aortic balloon pump (iabp) an iab disconnected alarm and it could not be used. There was no patient involvement reported. A getinge field service engineer (fse) inspected the device and identified the safety disk and the condensate removal module to be faulty and replaced both parts. The device passed all factory specified performance and safety tests and was returned to the customer.